Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number.

Event description:
It was reported that during the maintenance checkup, the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Looseness of the patient outlet connector was found, confirming the complaint. This is caused because the load in the loosening direction is applied when the patient circuit is attached or detached. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.. Therefore no manufacturing or service records review is needed.